Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The end-user reported while using the vela ventilator; the unit displays vent inoperable and motor fault alarms. The issue occurred during testing; the unit was switched off and placed out of service. The customer (distributor) reported being unable to duplicate the end-user's reported issue. The customer reported performing calibration testing, operational verification procedure, ensuring connections from the turbine assembly were correct. The customer reported no patient involvement is associated with the event and reported returning the unit back to service.

Manufacturer narrative:
The customer reported the unit was recently serviced and returned to service. The customer reported no problems were encountered during the service. The customer reported being unable to duplicate the end-user's reported issue. Due to no parts being returned, no further evaluation can be completed at this time.